Event description:
It was reported that a patient had peritonitis. The patient was hospitalized on the same day for the peritonitis, which was caused by a break in aseptic technique. The break was described as touch contamination during peritoneal dialysis (pd) therapy. However, the treatment rendered was not reported. Eight days later, the patient was discharged from the hospital. The patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error, described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information from that review, a supplemental medwatch will be filed.